Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effects of angina and stenosis are listed in the xience prime everolimus eluting coronary stent system (eecss), instructions for use (IFU) as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. Additionally, the reported treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device. The other xience prime device is filed under a separate manufacturing report number.

Event description:
It was reported that on (B)(6) 2014, a 2.75x33mm xience prime stent was successfully implanted in the mid left anterior descending (lad) coronary artery lesion and a 3.5x28mm xience prime stent was successfully implanted in the proximal lad. On (B)(6) 2018, the patient was hospitalized for unstable angina and elevated cardiac enzymes were noted. Reportedly, the patient would have chest pain after walking up the stairs, catches a cold, or while walking fast. Medications were provided and another percutaneous intervention (pci) was performed, placing a stent in the distal circumflex artery, a non-target lesion and non-target vessel. Although both the proximal and mid lad target lesion sites contained restenosis, there was no pci performed at these sites. Per physician, the event is unknown if related to the device. The event resolved and on (B)(6) 2018, the patient was discharged from the hospital. No additional information was provided regarding this issue.